Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirts out instead of drip and insulin pump also had alarms other than low battery, low reservoir. Customer¿s blood glucose was unknown. Customer stated that insulin pump had diminished battery life, rejected new battery, had rainbow effect on screen, mechanical issues, unexplained no delivery alerts and rewind was slower or have to rewind more than once. Insulin pump will not be returned for analysis.